Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimu lator (ins). It was reported that the patient wanted to get an MRI but was unable to recharge their ins when they tried. The patient stated that they last tried to connect on friday ((B)(6) 2020), but the first time they tried was some time this month, so in (B)(6) 2020 they realized they couldn¿t connect. The patient confirmed seeing the reposition antenna screen on their recharger. The patient confirmed it had been a couple weeks, likely more than a month, since they charged their ins. Patient services reviewed the possibility of the device being overdischarged. Additional information was received from a manufacturer representative (rep) the same day reporting that the patient had contacted them that morning as they needed an MRI, but were unable to charge. The patient¿s device was overdischarged. They stated that they did a physician mode recharge (pmr) and cleared the por. They stated that they hadn¿t used it in a while, as it never really helped. After clearing the por, the rep did a connectivity check and found contacts 8, 9 ((9, 10 were shown in the images sent), 14 and 15 were out (greater than 10,000 ohms). It was noted that the patient had a fall in (B)(6) 2019, but didn¿t notice a difference with their therapy. The patient stated that they were looking to have another fusion coming up and they were thinking about having the ins explanted. The rep asked if they were willing to meet up before then to see if a programming adjustment would help. They stated that they would think about being reprogrammed. Factors that may have contributed to the issue was their fall. It was reported that the issue was resolved. No surgical intervention occurred or was planned at this time.